Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 5. Reference MFR report: 1627487-2015-15153. Reference MFR report: 1627487-2015-15154. Reference MFR report: 1627487-2015-15155. Reference MFR report: 1627487-2015-15156. Follow-up information indicated the patient underwent further surgical intervention on (B)(6) 2015 and his remaining lead was explanted. It is unknown which lead was explanted on (B)(6) 2015 and which leads were explanted on approximately (B)(6) 2015. All possible lots were previously reported as explanted.

Event description:
Device 1 of 5. Reference MFR report: 1627487-2015-15153, reference MFR report: 1627487-2015-15154, reference MFR report: 1627487-2015-15155, reference MFR report: 1627487-2015-15156. It was reported the patient experienced a (B)(6) infection and subsequently had her scs system explanted on approximately (B)(6) 2015 (exact date of explant not provided). The patient was placed on oral bactrim and the infection has since resolved. It is unknown which leads were explanted, therefore all possible lots are being reported.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records." (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.